Manufacturer narrative:
The referenced melena event in (B)(6) 2016 was reported under medwatch MFR report# 2916596-2017-00386. Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had presented to outside an emergency department with dark tarry stools and inr of 4.2 and was transferred to the implanting center for further management. The patient had experienced a melena event in (B)(6) 2016 and a gastrointestinal workup had revealed an angiodysplastic lesion in the stomach which was cauterized at that time. The patient's inr was supratherapeutic, likely secondary to poor nutrition. Vitamin k was reversed and coumadin was held. An upper endoscopy performed was normal and a lower endoscopy revealed inflammatory polyp (tubular adenoma) with an adherent clot, which was removed, as well as 2 large arteriovenous malformations (avm¿s) with high risk for future bleeding. The patient was transfused with 5 units of packed red blood cells. The bleeding resolved with inr management. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.